Event description:
The healthcare professional (hcp) reported: "the patient was hospitalized in the department of maxillofacial surgery, where immediate surgical intervention was performed: autopsy and drainage of the focus. An antibacterial is prescribed (ceftriaxone IV twice a day, trichopolum 1 t.3 times a day per os - 5 days), decongestant and anti-inflammatory therapy. The patient's condition improved. After 4 days the patient was discharged from the hospital for outpatient monitoring. A week after discharge, the patient had a relapse the operation was performed on an outpatient basis. Now the patient is under outpatient supervision, the patient categorically refuses additional antibacterial therapy. The attending physician conducted an additional examination, during which foci of chronic inflammation were not detected." Symptoms are ongoing.

Event description:
Additional information: patient visited the healthcare professional on (B)(6) 2017 and "any symptoms were resolved, but slight induration was still exist (0,3*1 cm)." The healthcare professional "evaluated it as postoperative changes." Patient has no complaints and no signs of inflammation.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, induration, hyperemia, and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported patient was injected to the zygomatic area with 1ml of juvéderm® voluma¿ with lidocaine. Prior to injection patient had unspecified pretreatment therapy and after injection patient received an unspecified post treatment therapy. A month later patient returned to the injecting physician with a complaint about swelling in the injection zone. Patient was examined and had swelling in the cheek area, an induration up to 1.5-2cm in diameter, and hyperemia. Symptoms were located in the right zygomatic area. Patient was prescribed augmentin, nurofen, desloratadine, compress with dimexide, and phonophoresis with hydrocortisone. Patient has been examined by a physiotherapist, a plastic surgeon, and a maxillofacial surgeon. Fifteen days after symptom onset patient was hospitalized and the healthcare professional ¿performed an operation¿ which included ¿opening the hearth.¿ patient was then diagnosed with an abscess of the zygomatic area. The patient ¿plans to be in the hospital before next week.¿ symptoms are ongoing.